Manufacturer narrative:
The field service engineer determined the ise tubing was very worn and had holes in it. The tubing was replaced. Calibration was performed several times with no issue. The customer ran controls and these recovered within the customer's expected ranges. The last calibration performed on (B)(6) 2019 was ok. Quality controls were within range, showing no indication of an instrument or reagent performance issue. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that between (B)(6) 2019, they were getting ise calibration errors on their cobas integra 400 plus. The customer tried multiple maintenance actions in order to resolve the issue. During the time of the issue, they had to correct result reports for two patient samples tested with the chloride electrode. Of the two samples, one had a discrepant chloride value that was reported outside of the laboratory. The sample initially resulted with a chloride value of 94 mmol/l, which repeated as 105 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The chloride electrode lot number was 21590347, with an expiration date of 05-jul-2019.